Event description:
Patient caregiver reports finding used uncapped pen-needle tips within the inner-box containing the sharps container. Box was new from the manufacture/distributor. Caregiver reports accidental needle stick when trying to remove pen-needles from box.